Manufacturer narrative:
Films supplied for review showed: two ap views of cervical fusion using vertex lateral mass screws. The initial views show the construct extending c4-c7. Subsequent films show c2- c7 construct with an extension using lateral connectors and removal of two c4 and c5 screws. The lateral connectors used to span the two constructs have come loose on one side allowing the rods to come apart.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 7750444, 510k # k090714 was cleared in the united states. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a c4-7 fusion. Sometime post-op the patient underwent another surgical procedure to extend the construct up to c2 and the screws at c6 and 7 were replaced and a domino connector was added. Six days later it was found that the domino connector had migrated. A revision surgery was performed. No additional patient complications were reported.

Manufacturer narrative:
Microscopically examined set screw rod interface protrusion and surface. No damage identified to set screw thread crest or flanks. Protrusion height and morphology of deformation found to be consistent of full tightening. Node deformation height (@ center) consistent with comparison samples. After visual and optical and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.